Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, product surveillance followed up with the nurse regarding the 2240 alarm. The nurse stated that the home patient was doing well on therapy and that there was no injury or medical intervention associated with this report. The product labeling was reviewed and determined to be adequate in providing instructions on how the patient connects and then continues therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. A 8 4mm blood sets, all lot # 07l25v793, were reported to have grease in their drip chambers. This medwatch is for set 7 of 8.

Event description:
A customer contacted baxter's technical service center to report a system error system error 2240 (air alarm) on the homechoice device during initial drain. The home patient (hp) stated she fell asleep last night and never connected. She connected this morning but got the alarm. The tsr advised the hp to let the nurse know of air detect alarm and to throw this set up away.